Manufacturer narrative:
On 7-jan-2026, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that upon receipt of the new webster cs catheter product, it was noticed that the product packaging was damaged. The caller reported that the product box was opened at the top, and the box itself appears "squished and torn." The caller reported that upon inspection, it was confirmed that there is a rip in the sterile pouch seal of the webster cs catheter as well. There was no patient consequence.

Manufacturer narrative:
It was reported that upon receipt of the new webster cs catheter product, it was noticed that the product packaging was damaged. The caller reported that the product box was opened at the top, and the box itself appears "squished and torn." Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection of the returned device was performed following j&j procedures. The device was inspected, and no physical damage was observed. Customer reported the packaging was damage upon receipt of the catheter; however, the package and the pouch were not returned for analysis. Due this condition further investigation was not possible to perform. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The package issues reported by the customer were not confirmed, due to the package or pouch were not returned for analysis. The potential cause of the issue cannot be established. The instructions for use contain (IFU) state the following in the sterilization and use-by date section: do not use the catheter if the packaging or catheter appears damaged. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).